Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while inside the patient, the image became lost. Then, while trying to pull the catheter out, it felt as though it was stuck. When it was removed and visually inspected, the drive cable was wrapped, and the outer sheath was twisted around the guidewire. The device was replaced with another of the same in order to complete the procedure successfully. There were no patient complications.